Manufacturer narrative:
The device main circuit board was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection revealed component c33 was cracked. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to component failure of capacitor c33. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a blank display upon powering up. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a blank display. There was no harm or serious injury reported as a result of the incident.